Event description:
Caller reported a malfunction on the pump, which displayed a malfunction code that was not resettable. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to a backup insulin delivery method using multiple daily injections (mdi) and was advised by technical support on how to handle the return of the malfunctioning pump. A new replacement pump was sent to the customer, who was also provided with instructions on putting the pump into storage mode and the steps to follow upon receiving the replacement.